Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that the patient presented emergently. It was noted that the patient had been lost to follow up and had a type ia endoleak and a type ib endoleak due to dilatation of the left common iliac artery. It was reported that on the same day, a valiant stent graft and heli-fx endoanchors were used to obtain seal proximally and a 16x13cm limb was used to extend into the external limb. The event has resolved and the patient is stable. The valiant stent graft was used due to a lack of other devices and due to the significant distance that was needing to be covered. As per the physician, the cause of the event was due to disease progression of the aneurysm with extension above and below. No additional clinical sequelae were reported and the patient is fine.